Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line break and failure to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. While establishing gripper line removability (eglr), resistance was felt and the gripper line broke inside the cds handle. The cds was removed, and the gripper line was attempted to be removed from the guide, but was unsuccessful. Despite all attempts, the distal portion remained in the clip. The gripper line was cut at the skin level and remains in the vessel. The clip was successfully deployed, reducing the mr to 1-2, with a good patient condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The patient effect of failure to retrieve mitraclip system components (foreign body left in patient), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported mechanical jam could not be determined. The reported gripper line break appears to be related to procedural conditions, and secondary effect of the reported mechanical jam. The reported patient effect of foreign body (gripper line) in patient appears to be related to procedural conditions, due to inability to remove the gripper line. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.